Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were no visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The go/ no go gauge check passed. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment tests. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. The internal inspection of the cycler showed that there was dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. The mushroom head check passed and the cycler tested positive for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient receiving scale reading error alarms in the dwell, drain and fill phases of treatment. A review of the patient¿s treatment records identified that the patient drained 5587 ml during drain 4 of the treatment. This drain volume is 186% the patient's maximum fill volume of 3006 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient elected to continue treatment on the cycler. Upon follow up, the pdrn stated that they were not aware that the patient experienced an overfill event but did know of the issues (unspecified) experienced with the liberty select cycler. The patient did not receive any medical intervention for an overfill event. The pdrn confirmed that the patient was in the hospital (date not provided) and that it was related to his vascular access and had nothing to do with an overfill event or any fresenius product(s) or pd therapy. The patient has received his replacement liberty select cycler and has not reported any further issues. The cycler was scheduled to be returned to the manufacturer for physical evaluation.